Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device tube kept separating from the hub, resulting in needing to be reattached quite a few times. The customer reported that tube was found dislodged and reconnected. It was indicated that the tube was removed and a tracheostomy tube was placed.